Event description:
The reporter stated that the up arrow keypad button is not "clicking" anymore. She stated that the up arrow button is still responding but that it felt flatter when pressed. There was reportedly no damage to the keypad, but the patient stated that the ok keypad symbol was worn. The patient confirmed all programming on the pump to be correct. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is responding appropriately but does not have normal spring-back. All other keypad buttons were found to have normal spring-back. The up arrow button contact was found to have a dent in it.